Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code) has been confirmed. Upon investigation the electrode belt front te cable was cut with exposed wire. The root cause for the damaged cable could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was receiving a service code.